Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had critical pump error. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had another pump error and insulin pump was not functioning. Customer was unable to clear the insulin pump errors, power loss alarm and program the insulin pump. Customer reported that the self test was successful. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.